Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. Phone number: (B)(4).

Event description:
Healthcare professional reported right side seroma. The device remains implanted. Unspecified treatment was the seroma performed.